Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they are receiving pump errors. Customer states internal power source in the pump is unable to charge. Troubleshooting was performed . Customer was advised that product would need to be replaced.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification and passed self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, low battery alert, and power loss alarms. The power management tool confirmed power error, low battery alert and power loss alarms due to non-sleep anomaly software error. Unit was received with minor scratched display window, case and keypad overlay.